Manufacturer narrative:
The associated iol was not returned. The lens remains implanted. The customer returned one ¿test¿ lens as an example of the damage that is being observed. The returned clear ¿test¿ lens was evaluated. Damage is observed on the edge of the lens above the haptic/optic junction. The lens is cracked on the edge with a squared appearance. No scratches were observed. The damage has the appearance of damage that could occur from a misaligned or damaged handpiece plunger. Three cartridges were returned with the lens. The three returned used company iii (d) cartridges were not damaged. All three had inadequate viscoelastic observed. It cannot be determined, which of these company iii (d) cartridges was the actual complaint sample. Sixty-seven unopened samples were returned for company iii (d) cartridge lot 32705434. Seven unopened samples were pulled randomly, one from each returned carton. All six unused company iii (d) cartridges were visually examined and found acceptable. The six cartridges were functionally tested. No lens damage occurred. Top coat dyes stain testing was conducted with acceptable results for the presence of top coat. Company product history records were reviewed and documentation indicated the product met release criteria. The specific lens model/diopter information was not provided. It cannot be determined if the lenses used were qualified. The handpiece and viscoelastic indicated are qualified with company iii (d) cartridge for the company iol's only for the diopter range of 6.0-27.0. The root cause for the reported ¿scratched¿ lenses could not be determined. The lenses remain implanted and no photos were provided of the damage. Based on review of the returned customer ¿test¿ lens the damage may be related to a loading issue or a damaged handpiece plunger. The lens is cracked on the edge. No scratches were observed. The crack observed is on the edge and has a squared appearance. This damage is similar in appearance to damage that can occur from a handpiece plunger. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Functional testing was conducted with seven of the returned unopened samples from the complaint lot. The seven cartridges were functionally tested with company lens, 27.0 diopter lenses, a company iii handpiece and a qualified viscoelastic. No problems were observed during loading or delivery. No lens damage was observed after delivery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the cartridge scratched the lens upon implantation. The lens was left implanted. There is no patient impact.